Event description:
This report addresses the issue of use error- reuse of supplies. During follow up with customer, the hp stated that when they changed out the cassette everything went fine. The writer asked if they also changed out the bags and the hp stated no. They stated that they didn't have any extra bags with them, which is why they couldn't change out the bags. The writer explained proper procedure to the hp and told them to start over with all new supplies and not just single components. The hp understood. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Manufacturer narrative:
(B)(4). This complaint for a report of a use error - reuse of single-use product was confirmed. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required